Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/26/2023. An investigation was conducted on 10/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. There were no visual defects observed on the intact gray silicone insulation on both the cold and hot jaws. Heavy char was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results. The reported failure "material twisted/bent wire" was confirmed. The lot # 30002943656 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro vh-3500 was seen to have a defect/ break on the cautery part of the device. Metal filament in jaws bent which grabbed c-ring with advancement. It was removed and a new one brought in to complete the vein harvest. No procedural delay except to open a 2nd evh kit. No patient injury reported.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.